Event description:
Reporter stated the patient believes the insulin delivery of the infusion device is inaccurate. He lost consciousness due to hypoglycemia around 1:00 p.m. On (B)(6) 2013. He woke up around 4:00 p.m., and his blood glucose was 2 mmol/l (36 mg/dl). He reported he was able to self-treat. He then delivered a bolus on (B)(6) 2013 and noticed the piston rod did not move, and his blood glucose elevated to 18.8 mmol/l (338.4 mg/dl). He began to deliver insulin via pen, and the alleged infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The plunger holder fell off of the piston rod during a cartridge change. The customer did not follow the orders of the manual consistently. The cartridge must be screwed completely on the plunger holder and/or the rewind must not be aborted. According to the user manual for accuchek spirit combo insulin pumps, the rewind has to be performed without a cartridge inserted. See chapter 2.7 (inserting the cartridge). It is not possible to test the delivery accuracy or the occlusion limits with the diagnostic test system because of the missing plunger holder.